Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). A 2.5x15mm apex balloon catheter was advanced to the lesion for predilation and was inflated at 6atms for 15 seconds, 10atms for 21 seconds and 14atms for 27 seconds. The balloon catheter was removed and then a 2.75x12mm veriflex stent delivery system (sds) was advanced to the rca and was deployed at 18atms for 31 seconds. A 3.5x12mm quantum apex balloon was then used to post dilate the lesion and was inflated at 18atms for 31 seconds. The patient was given heparin and the procedure was successfully completed. Plavix was administered post procedure. Ten days later, the patient presented to the emergency room with chest pain and an st elevated myocardial infarction and thrombosis was discovered in the previously placed stent. Access was obtained via the right femoral artery and a 2.5x15mm apex balloon catheter was advanced to the rca and was inflated at 6atms for 31 seconds. The balloon catheter was removed and a 3.00x16mm veriflex sds was advanced to the lesion and was deployed at 9atms for 31 seconds. A 3.5x15mm quantum apex balloon was then inflated in the lesion at 14atms for 49 seconds, 16atms for 49 seconds and 13atms for 42 seconds. The patient was given angiomax, integrilin and heparin and the procedure was completed. No additional patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).